Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional information received was that the full av block was on pod 3, not pod 1, and was followed by immediate implantation of a leadless pacemaker. Also, the reported thrombosis was a deep vein thrombosis on the right side, and not an evoque valve thrombosis.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per report received from switzerland- edwards received notification of a 56 mm evoque in tricuspid position where following 24 hours after the procedure, a heart block was observed in the patient. A permanent leadless pacemaker was implanted on post-operative day 1. Baseline ECG showed atrial fibrillation. The valve was implanted between 0-5 mm from the annular plane. It was implanted in a good position, with no rocking motion observed. A mild paravalvular leak (pvl) was present on the septal side. The perceived root cause of the event, according to the medical opinion, is linked to the implant. The patient has a venous thrombose despite anticoagulation but is doing clinically well.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. Additionally, cardiac conduction system complications are known risks with tricuspid valve interventions due to the proximity of the atrioventricular node (av node) to the septal leaflet of the tricuspid valve. These conduction disturbances can lead to post-operative heart block requiring pacemaker implantation. Nevertheless, a definitive root cause cannot be determined. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.